Event description:
It was reported that intermittently, the pump did not deliver insulin as intended. Tandem technical support reviewed pump history and found that the pump delivered insulin as intended, however, the customer maintained that the pump was 'misbehaving.' Customer's blood glucose (bg) ranged between 150-200 mg/dl. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.